Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion/inability to flush was inconclusive due to the sample condition. One photograph was provided for investigation. What appeared to be the distal end of a powerglide catheter was shown in the image. The connector was not within the frame of the photograph. What appeared to be a kink was observed in the tubing. The edge at the distal tip of the catheter appeared to be uneven. It was reported that the catheter tip looked ¿questionable¿. Frequent manipulation was reported. The occlusion could be associated with the kink in the catheter. The frequent manipulation may have been necessary to keep the lumen open and any damage to the catheter tip may have been a result of frequent manipulation. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort". A lot history review (lhr) of recn0508 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter tip looked "questionable" when removed from the patient after two days of "frequent manipulation r/t occlusion, inability to flush". No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse was inconclusive but the presence of a kink was confirmed. One 20 ga x 10 cm powerglide pro catheter was returned for investigation. A ¿s¿ shaped curved was observed on the catheter. Adhesive residue was present on the catheter. The photo sample provided appeared to show a more distinct kink on the catheter compared to the returned sample. Tactile evaluation of the sample revealed preferential kinking 19 mm from the distal end of the catheter. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. No leaks were observed during pressurization. As the presence of a kink was observed and is a likely contributing factor to being unable to flush, the complaint is confirmed, cause unknown. A lot history review (lhr) of recn0508 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter tip looked "questionable" when removed from the patient after two days of "frequent manipulation r/t occlusion, inability to flush." No patient injury reported.